Event description:
Customer reportedly received results of 259 mg/dl and 118 mg/dl on the aviva system within 10 minutes. No high or low blood symptoms reported. The customer did not provide the location where the discrepant results were obtained. No quality controls were used. No action taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.